Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation. Images were not provided. The evaluation is based on the event description only. Based on the available information it is unknown what may have caused this problem. According to loading and qc personnel in the zenith dept. Damage to the tip of the sheath would be noticed during loading procedure. Unfortunately, we are unable to give an exact root cause to this incident and no conclusion can be drawn. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient underwent tevar repair on (B)(6) 2013 for aortic dissection type b which was off-label use. There was no anatomical problem. When the delivery system was being advanced, the physician pointed out that the position between dilator and sheath was likely to be caught on something. Since the physician judged that further advancement of the delivery system would possibly damage the vessel, he stopped using it. Another device was used instead and the procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient.